Manufacturer narrative:
Further investigations of the patient sample determined that it contained an interferent to a component of the ft3 assay. This limitation is covered in product labeling.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) on a cobas 6000 e 601 module (e601). No erroneous results were reported outside of the laboratory. The sample was initially measured on the customer's e601 analyzer. The sample was also tested on a centaur analyzer. The sample was provided for investigation, where it was tested on a second e601 analyzer. No adverse events were alleged to have occurred with the patient. The e601 analyzer used at the customer site was serial number (B)(4). The e601 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257857, with an expiration date of july 2018 was used on this analyzer.